Event description:
It was reported that the patients Spinal Cord Stimulator (SCS) system had not been effective in controlling pain. It was further noted that the patient stopped experiencing stimulation therapy in the feet following an Implantable Pulse Generator (IPG) upgrade procedure. Program optimization was attempted; however, it was unsuccessful. As a result, the patient subsequently underwent an IPG replacement procedure and was doing well postoperatively. The explanted device was not returned as it was disposed of per facility policy.

Manufacturer narrative:
Investigation results:The device was not returned for analysis; therefore, a technical analysis could not be performed.Device History Record:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:The device was not returned for analysis; therefore, a physical evaluation could not be performed. The investigation was limited to the information and documentation available at the time of review. Evaluation of the complaint record did not identify objective evidence to confirm the reported issue. Stimulation Inadequate and Pain as known risks associated with the use of Spinal Cord Stimulation (SCS) systems. The reported Inadequate Treatment and Device Revision or Replacement are considered secondary outcomes of the reported event. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.